Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-05156. Additional information received identified the patient underwent surgical intervention (B)(6) 2018 to replace the system. However the physician was unable to explant the leads due to scar tissue. The leads were cut partially. New leads were implanted which resolved the issue. Effective therapy was achieved post operatively.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2018-05156.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-05156: the patient is implanted with two leads and the manufacturer is unable to determine which lead is liable. It was reported the patient had been receiving ineffective stimulation. A company representative attempted to troubleshoot the issue by running an impedance check that revealed high impedances. Surgical intervention may be pending to address this issue.